Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted, once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported, a high reading with the adc device. The customer reported a high sensor reading, with a result of 69 mg/dl from unspecified device. And experienced symptoms of nausea, thirst, vomiting, dry mouth, and loss of consciousness. The customer was taken to hospital and treated with IV glucose and electrolytes. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a high reading with the adc device. The customer reported a high sensor reading, with a result of 69 mg/dl from unspecified device, and experienced symptoms of nausea, thirst, vomiting, dry mouth, and loss of consciousness. The customer was taken to hospital and treated with IV glucose and electrolytes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.